Manufacturer narrative:
The customer contacted the siemens technical support center (tsc) to report the discordant total bilirubin result. The tsc suggested to the customer to run quality control (qc) 3 times on each level, and it was all good. The customer ran patient correlation, and results matched. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran qc 10 times for all levels, resulting within range. The cse ran align mix and overmix for server 2, aligned reagent arm 3 (r3) and reagent arm 4 (r4), and ran quick check, which passed. The cse ran total bilirubin samples, and all results were in range. The cse reran service methods, and all passed. The cause of the discordant total bilirubin result is unknown. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
A discordant, total bilirubin result was obtained on one patient sample on a dimension vista 1500 instrument. The initial result was reported to the physician(s). The sample was repeated on the same instrument and on an alternate dimension vista instrument (dv311190), resulting lower. The repeat result was not reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant total bilirubin result.